Event description:
During a procedure, a cannulated screw came unraveled while the surgeon was trying to insert it without pre-drilling with the drill bit. Procedure was completed successfully. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.